Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition of the device being frozen was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the upper trigger was stuck. It was further determined that the device failed for check triggers for forward/reverse mode and the power test- failed check the power with test bench: minimum 110 to 160 watts. It was observed that the reverse locking mechanism was not working. During service/repair, it was observed that the locking pin was stuck in the housing, the spring (upper trigger) was damaged, the motor was worn and had unknown debris on it and the bearings were worn out and had a rough rotation. It was determined that the issues were consistent with normal wear out from use. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a pre-surgery maintenance check, it was discovered that the compact air drive device was frozen. During service and repair of the device, it was observed that the upper trigger was stuck. It was further determined that the device failed for check triggers for forward/reverse mode and the power test- failed check the power with test bench: minimum 110 to 160 watts. There were no reported delays to the surgical procedure and a spare device was not available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.